Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was undergoing a procedure for their spinal cord stimulator battery replacement. The patient stated that the stimulation was working before the overdicharge. It was reported that the impedances were tested prior to the procedure, but the battery was in an overdischarged status and they were not able to interrogate the battery. No further complications were reported/anticipated.